Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported that a 9mm diameter t2 alpha retrograde nail was used for a subtroch fracture and the nail broke resulting in a revision.

Event description:
It was reported that a 9mm diameter t2 alpha retrograde nail was used for a subtroch fracture and the nail broke resulting in a revision.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The representative was asked several times to submit a report and several attempts were madeto gather additional information - but without a avail although repeatedly requested essential information - e.g- x-rays and / or item - was not provided. If the device is returned or if any additional information is provided, the investigation will be reassessed.